Manufacturer narrative:
Batch review performed on 25 january 2022. Lot 186015: (B)(4) items manufactured and released on 08-nov-2018. Expiration date: 2023-oct-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event. Additional items involved in the event, batch review performed on 25 january 2022: gmk-sphere 02.12.0003l femoral component sphere cemented size 3 (k121416) l lot. 2000468 lot 2000468: (B)(4) items manufactured and released on 15-apr-2020. Expiration date: 2025-apr-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Gmk-sphere 02.07.1203l tibial tray fixed cemented size 3 l (k090988) lot. 1908619. Lot 1908619: (B)(4) items manufactured and released on 06-apr-2020. Expiration date: 2025-mar-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Gmk-sphere 02.07.0033rp patella resurfacing size 1 (k090988) lot. 2000625. Lot 2000625: (B)(4) items manufactured and released on 03-mar-2020. Expiration date: 2025-feb-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 1 year and 4 months after the primary surgery, the surgeon performed a washout, removed all components and implanted an antibiotic spacer. The surgery was completed successfully.